Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6 was failed. A field service engineer pulled the auxiliary cabinet out and removed the back panel to inspect the latch inseparable for the magnet. Removed and replaced the latch inseparable, then tested the drawer in hardware test application (hta). Checked auxiliary drawer 7 and confirmed it had an old style latch inseparable, which was also replaced, followed by tested using the hardware test application (hta). And all functions operating as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie drawer failed to stay closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.